Event description:
Difficulty was encountered during an attempt to deploy the filter in the vena cava via the right iliac vein. The tip of the filter was at the bifurcation of the vena cava and the bottom was in the right iliac. The tip was angled the wrong way and caused it not to expand.